Event description:
It was reported that during a routine pulse generator change out procedure, the physician noted an insulation abrasion on the ventricular lead. The lead was capped and replaced. The patient was asymptomatic.

Manufacturer narrative:
.